Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. The drill bit is broken just after the flats on the proximal end at the weld site, confirming this complaint. From visual observation the drill appears to have seen very heavy use. The etching is faded and there are numerous scratches up the shaft. The root cause of this complaint is a side load placed on the drill while drilling in combination with heavy use of the device. A batch review was not done as the batch information was not provided. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
During a shoulder repair, the drill bit snapped during use on patient. Nothing fell into patient. Surgeon just carried on with the procedure deciding not to go for the 3rd anchor as 2 anchors were enough. Case completed successfully with no delay. There was no adverse event to the patient.